Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that via phone call they got no motor movement or negligible movement .the customer¿s blood glucose level was unknown . Troubleshooting was not performed for pump error. The product will be returned for the analysis.